Event description:
Philips received a complaint from the biomedical engineer, reporting that the casters had physical damage. The device was not in clinical use when the issue occurred. No patient or user harm reported. The biomedical engineer reported that the casters required replacement due to physical damage. The bme reported that a white plastic tab beneath the caster brake pedal was broken and prevented the caster brake from staying in the unlocked upright position. A follow up was performed with the biomedical engineer, and it was reported that the device was returned after the casters were replaced.